Manufacturer narrative:
Additional codes: annex e annex fs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, complete atrio-ventricular block occurred. A permanent pacemaker (pp) implant was scheduled, but right ventricular perforation in the temporary catheter was noted. Hence, the pp implant was postponed. During the intraoperative contrast study, it showed that dissecting aortic arch-type b with z3 in the distal arch as the entry. Pericardial effusion and ascending dissection were not observed over time. Conservative treatment was performed without malperfusion. It was noted that the patient developed post-operative aortic dissection and bilateral iliac artery dissection, but abnormal findings and malperfusion were not observed. Intubation was managed for conservative treatment. One day following the valve implant, computed tomography (CT) angiogram showed true cavity occlusion of the celiac artery and left renal artery, true lumen compression by false lumen in bilateral iliac regions, but no vessel obstruction to the iliac duct and no abdominal symptoms thereafter. Contrast CT scan revealed no worsening of dissection, and extubation was performed. Oxygen demand started increasing two days post-implant, so it was believed to be an effect of atelectasis. No worsening of dissection was observed in the contrast CT scan performed four days later. Subsequently, changed to high-flow nasal cannula; however, no improvement was observed. Reintubation was perform ed one day later. Five days post-implant, re-extubation was performed but the respiratory condition worsened. Intubation was performed again two days later. Eight days post-implant, tracheotomy was performed due to difficulty extubating. Twenty-one days post-implant, the temporary catheter was removed. Pericardial effusion was not observed. Four days later, pp was implanted. Twenty-nine days p ost-implant, the patient complaint of abdominal pain at approximately 20:00. Diagnosed with non-occlusive mesenteric ischemia (nomi) via CT scan. It was noted that the patient¿s general condition was poor, and it was determined that surgery was not indicated, and the prognosis was severe. One day later, the patient died at 5:00. The cause of death was nomi. Per the physician, the valve and the valve implant procedure contributing factors to the patient's death were unknown.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot 0011881097; product type: 0195-heart valves; product ID evolutfx-34; product lot/serial number (B)(6); product type: 0195-heart valves; implant date (B)(6) 2023 product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed that revealed a dissection of the internal side of the aortic arch. A follow-up for a computed tomography (CT) scan was scheduled. It was noted that the timing of when the dissection occurred was unknown. Per the physician, it was unknown what the cause of the dissection was, and it was unknown if the delivery catheter system (dcs) caused or contributed to the dissection. Additionally, there was nothing in terms of patient anatomy that contributed to the dissection. No treatment was provided for the dissection, and it was reported that the patient would be followed up with. No additional adverse patient effects were reported.